Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and required multiple button presses with increased force to engage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 10/1/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects and that the keypad cover was missing and peeling. Investigation found that the ¿ok¿ and contrast buttons were unresponsive while the ¿down¿ and ¿up¿ buttons were responding intermittently to presses. Upon removal of the keypad, contamination was found under the ¿up¿, ¿down¿ and contrast button contacts. In addition, the keypad flex near the ¿ok¿ button contact was found damaged.